Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a revision was performed due to post-op bleeding. The patient was implanted on (B)(6) 2016 after undergoing an aortic valve replacement. On (B)(6) 2016, the patient was brought back for post-op bleeding at which point the doctor performed a revision of the 360 and re-implanted using another 360 system.

Manufacturer narrative:
The surgeon indicated that the revision was due to postoperative bleeding and not related in any way to the sternalock device. Multiple attempts were made to obtain additional information, however the cause of the postoperative bleeding was not provided. No product was returned and no additional information was provided. The most likely underlying cause of the complaint is patient condition.